Event description:
Knee swelling [joint swelling]; knee pain [arthralgia]; allergic reaction to synvisc [hypersensitivity]; knee inflammation [arthritis]; knee drained [joint effusion]. Case description: initial information was received on 20-mar-2008 from hcp. The patient is a (B) (6) male, (B) (6), with a medical history of previous hyalgan therapy, who experienced knee effusion, knee inflammation, and an allergic reaction after receiving synvisc. The patient received an injection of synvisc in mid-january in unspecified knee. "... After receiving the injection, the knee became inflamed and had to be drained." A patient designee stated that a physician felt the patient had an "allergic reaction to synvisc due to the color of the fluid drained off." Hcp assessed the relationship of the experienced events to synvisc as probably related. At the time of this report, the outcome of the events was unknown. No further information provided. Additional information was received on 21-apr-2008 from hcp. The patient has a medical history of mild osteoarthritis since 2002 with joint narrowing, previous nsaid therapy, previous steroid therapy, and previous viscosupplementation therapy (hyalgan 2002-2006; synvisc 2002). The patient received one injection of synvisc in the right knee on (B) (6) 2008 and effusion was not immediately collected after. On (B) (6) 2008, the patient experienced knee effusion and knee inflammation. On (B) (6) 2008, 100 ml of effusion was collected from the patient's right knee and sent to the lab for analysis. On the same day, the patient experienced knee swelling and pain which was treated with an injection of depo-medrol. On (B) (6) 2008, the patient recovered from knee effusion and knee inflammation. Lab analysis of the synovial fluid indicated an elevated leukocyte count of 20.25*10e9/l, reference range <0.2; normal polymorphonuclear cell count of 0.18, reference range <0.25; red blood cell count of 3-5 /hpf; and no crystal formation. On (B) (6) 2008, a lab culture did not detect any organism growth. Hcp did not confirm if the patient experienced an allergic reaction. Hcp causality assessment for the relationship of the knee effusion and knee inflammation to synvisc was definitely related. At the time of this report, the overall outcome of the patient was unknown. No further information provided.